Event description:
The pump was returned from the medical examiner's office. The cause of death and its relationship to the implantable pump was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The pump and catheter were returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.